Event description:
The pt became tachycardic, diaphoretic and panicky. Pt complained of shortness of breath and nausea two to three minutes into treatment. The pt was afebrile and there was no change in blood pressure. The treatment was terminated and clinic staff administered 25mg benadryl followed 1/2 hours later by another 25mg benadryl. A second dialyzer was primed with three liters normal saline and treatment reinitiated as the pt slept. Within two to three minutes of initiating the treatment, the pt awakened with the same symptoms. Clinic staff administered 25mg benadryl. This was the third of three reactions with this pt.